Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, cracked select button keypad overlay and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown. The customer notes state the insulin pump had a broken reservoir compartment. The insulin pump will be returned for analysis.